Manufacturer narrative:
According to the information received, it was reported that the patient developed hypertrophic scar. During evaluation of the sample it was observed to be intact. No anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Reason for device explant and/or reoperation: bilateral hypertrophic scar. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with two 400cc mentor smooth round moderate plus profile implants experienced left-sided deflation and bilateral hypertrophic scar postoperatively. As a result, the patient underwent bilateral removal and replacement with a 425cc mentor memorygel breast implant (catalog# for left: 3504251bc) and an unspecified 425cc gel implant (right) on (B)(6) 2019. This report is for the right prosthesis.